Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported events of the communication error e227 was not reproduced. However; connector ID function malfunction was observed and was most likely attributed to damaged to the image sensor unit. A definitive root cause could not be determined. The inspection method for the suggested event is described in the operation manual for ltf-s190-5/10"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full establishment name and address: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when the flex deflectable videoscope is inserted they get an error e227. It is unknown when the issue occurred. There were no reports of patient harm.